Manufacturer narrative:
In review of all case details against the criteria set forth in document 00043 (medical device reporting standard operating procedure) and its applicable appendices, this complaint does not meet the requirements for an MDR in the countries where the device is sold or distributed. However, the MDR is being submitted to us FDA pursuant to the obligations of the emergency use authorization, and per communication received from FDA on october 7, 2020.

Event description:
On (B)(6) 2021: a luminex molecular application specialist contacted technical support to report a potential false positive patient results while testing with the aries sars-cov-2 assay. Aries run #1: sars-cov-2 positive. Aries run #2: sars-cov-2 negative. On 01/20/2021: technical support called the customer to follow up on the reported false positive results. The customer stated they no longer have the data available to send in and do not wish to move forward with an investigation.